Event description:
Our office in another country, reported a female pt reported she experienced acanthamoeba keratitis (event not healthcare provider confirmed) while using lens plus saline with her b&l disposable lenses. Follow up with the pt's optician indicated the pt may use well water to care for her lenses, she does not follow proper lens care hygiene practices, does not dispose of her lenses as directed by MFR. The pt's optician indicated the pt did not lose any vision. Pt also uses hydrogen peroxide disinfecting sys, but optician felt event may be due to lens plus saline.

Manufacturer narrative:
Used for chemistry, microbiology testing and batch record review. Complaint sample received in very dirty condition with mold observed on outside of container and cracked cap. Retained sample met prod specifications, including sterility testing. Batch record review did not provide an explanation for pt's event. Complaint sample failed sterility testing: serratia marcescens identified.